Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: insulation compromised. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, or improper sterilization methods. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The device manufacture date is not known at this time. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.